Event description:
It was reported that prior to starting a da vinci si surgical procedure the pk dissecting forceps instrument was noted to have a broken cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that both conductor wires were broken at the yaw pulley exit. The wires were detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing but one was broken at the distal clevis. The yaw pulley was missing a small piece and was dislodged from the distal clevis. Engineering concluded it was not clear how the piece of yaw pulley broke. Engineering also found deep scratches on the main tube at the distal end of the main tube and had a scratch mark exhibiting light material removal and a rough surface finish. Engineering concluded that the damages were likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.